Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 25 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bunionectomy procedure, the device stapled intermittently and the staples were malformed. They used the device to complete the procedure. There was no patient consequence reported.